Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor shut off during case and turned back on. The customer checked connections and reset all calibrations. The monitor worked fine for rest of case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review (B)(6) 2014: the perfusion system was set-up and primed per normal practice. There were no issues and the air bubble detector (abd) and level sensors were connected and turned on prior to cpb. Pressure transducers were calibrated and were reading pressure prior to this event. Timers were being used without difficulty. During cpb, without any warning (no audible or visual indicators), the safety monitor and arterial monitor blinked off and then re-set with full display. The boot-up cycle occurred with audible sound that occurs when the system is powered up.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR# 1828100-2014-00228. During conversation with the perfusionist, she stated this happened once around a year ago.